Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value is unknown. The customer was advised to monitor the device and revert to a back-up plan if the alarm returns. The insulin pump was not replaced or returned for analysis. The customer would contact the doctor to get a new device.